Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter they were not able to flush the side port. They were able to flush the guidewire lumen but not the side port lumen. They examined the side port and noted it "appeared to have a kink or plastic stuck in the lumen". The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.